Manufacturer narrative:
The reported events of lead dislodgement and ¿the original wire spiral was damaged¿ were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Final analysis did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to clinic for follow up. X-ray taken at the follow-up confirmed that the right ventricular (rv) lead was dislodged. While trying to reposition the rv lead, it was noted that the helix was damaged. The rv lead was explanted and replaced. The patient was in stable condition.